Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving adequate pain relief from the scs system. An lead was implanted on (B)(6) 2018 and the patient has effective therapy post operatively.